Event description:
Additional information was received on (B)(6) 2016 from a healthcare professional via a product surveillance registry and it was reported that the patient's concomitant medications at the time of the event were oral baclofen, oxycodone, and tizandidine. The patient's relevant medical history was pain.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h845136003, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative and product surveillance registry (psr) regarding a patient receiving intrathecal fentanyl (concentration 1000mcg/ml; dose 360.6mcg/day) and bupivacaine (concentration 5mg/ml; dose 1.8032mg/day) via an implantable infusion pump. Indication for pump use was spinal pain. The patient reported that she had been going through off and on symptoms of withdrawal since (B)(6) 2015. The patient did not give specified dates of withdrawal instances but reported that it had been ongoing intermittently since (B)(6) 2015. Symptoms included tachycardia, autonomic dysreflexia, increased swelling, agitated, uncomfortable, and "bugging out of her skin." The pump had last been refilled on (B)(6) 2016. The catheter was explanted/replaced on (B)(6) 2016 and it was reported that there was a catheter kink. The old catheter was discarded by the customer. No diagnostics were performed to the representative's knowledge. The event resolved without sequelae and patient status was alive with no injury. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.